Event description:
It was initially reported that the pump was interrogated in (B)(6) 2011 and showed 15 months (reported as 18 months by another reporter) until eri (elective replacement indicator). Interrogation 8 months later, in (B)(6) 2012, showed 0 months until eri. A pump explant and replacement was scheduled on (B)(6) 2012. It was stated that the flow rates were low for this pump, dosage was not known. It was further added that they had "back up plans for the patient i.e. Po baclofen if needed and direct access to hcp's." Baclofen 3000mcg/ml compounded was delivered via the device. On (B)(6) 2012, it was clarified that the eri was 15 months as of (B)(6) 2011 and the pump started to alarm on (B)(6) 2012. The replacement date was changed to (B)(6) 2012. The device was replaced.

Manufacturer narrative:
Analysis of the pump revealed a high battery resistance; eri due to battery depletion was noted.

Manufacturer narrative:
(B)(4).